Event description:
Patient reported, right side pain and rupture. Diagnosed by MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
Clarification to d9.: only device photos were received. Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported pain and rupture diagnosed by MRI and ultrasound. The device has been explanted. This record relates to the right side.

Event description:
Patient reported pain and rupture diagnosed by MRI and ultrasound. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.